Event description:
It was reported that while using the surgical fiber during a prostate procedure, decreased tissue vaporization efficiency was observed at 34,600 joules of use. The case was completed using a second fiber. There was no report of injury.

Manufacturer narrative:
Fiber analysis: the fiber glass cap was found to have a circumferential fracture at the fiber/cap fusion zone. The glass cap proximal to the fracture was found to rotate independently of the metal cap. Detritus on the metal cap and devitrification of the glass cap was also observed. The identified issues may activate the fiberlife function which would modulate the power showing a pulsing beam or the system would be placed into standby mode. The radial fracture may also result in a forward-firing of the side-firing surgical fiber. The most probable root cause of the device issue was determined to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.